Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube over filled. The following information was provided by the initial reporter, translated from portuguese to english: we identified the occurrence of a possible quality deviation referring to bd's 2.7ml citrate tube, where it is aspirating a larger volume than indicated on its packaging, making it impossible to use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer buffered sodium citrate (9nc) blood collection tubes the tube over filled. The following information was provided by the initial reporter, translated from (B)(6) to english: we identified the occurrence of a possible quality deviation referring to bd's 2.7ml citrate tube, where it is aspirating a larger volume than indicated on its packaging, making it impossible to use.